Event description:
Reportedly, when the defibrillator was discharged through fast-patch disposable defibrillation/ECG electrodes, less than selected energy was delivered to the patient. This allegation was based upon a lack of expected patient muscular reaction in response to difibrillator discharge. The reporter stated the patient outcome was not affected by the discrepancy. Patient outcome was not reported.